Event description:
It was reported via repair work order that the head end left side rail did not lock in the upright position due to faulty timing link. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.